Manufacturer narrative:
This report is submitted on 02 mar 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a percutaneous baha implant system.